Event description:
The customer reported to olympus, the colonovideoscope channel 2 and 4 were blocked. The device was returned for evaluation. During the device evaluation, the nozzle was clogged with foreign material resembling plastic fibers was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the nozzle was clogged with foreign material resembling plastic fibers. Additional findings include the following: switch 1 had a cut, water tightness was lost due to damage on the channel tube, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the objective lens had a crack, the light guide lens had a crack, the adhesive on the bending section cover had wear, the connecting tube had buckling, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to leakage from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.